Event description:
Attempted use of gynecare thermachoice iii for endometrial ablation. Unable to make the "empraturized" ablation -- unable to get the pressure high enough to get machine to work. Two separate thermachoice's used.